Event description:
Additional information received from rep indicating that upon further review, event date is unconfirmed but likely related to device implantation on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient (pt) felt like maybe their setting favored their upper body too much and not enough balance in their legs. Patient said that once they get up and around it seems like the setting is fine and a great relief from their dominant hand which the dbs supports. The patient was redirected to their healthcare provider to further address the issue. Spoke with both pt and pt rep . Pt rep advised she is the one that handles the tech and she has plugged in all devices and her and her daughter will be checking ins tonight. Advised we will follow up day prior to programming to prepare and go over comm 2.